Event description:
It was reported that the 9800 system locked up with a blank screen and high ma error during a case. The 9800 system had to be rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.